Event description:
There was a gap in the seal of the sealed packaging bag, which exposed the needle. Please investigate if some sort of issue could be occur in your process.

Manufacturer narrative:
Pr 9538928: initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
There was a gap in the seal of the sealed packaging bag, which exposed the needle. Please investigate if some sort of issue could be occur in your process. Per customer response received 25jan2025: the blister seam is fully visible and has no discontinuities.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: two photos were provided to our quality team for investigation. Upon inspection of the product, it was observed that the syringe perforated the sealing cord, causing the blister pack to open, verifying the reported incident. A device history review was performed for reported lot 2203146, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, it was determined this was due to a failure in the synchronization of the packaging machine and the advancement of the product within the line which caused the syringe to move and created the opening observed within the seal. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will continue to be tracked and trended for signs of emerging trends. H3 other text : see manufacturer narrative.